Event description:
It was reported that customer¿s pump displayed malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump by distributor.